Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1009: pressure regulation high message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the device was giving error code 1009 only once and never repeated. Further troubleshooting steps were performed per philips service manual, and it has been determined to replace the data acquisition (da) printed circuit board assembly (pcba). The rse provided parts ID and pricing to the customer for the repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per a good faith effort (gfe) response received 06jan2026, it was determined that replacing the flow sensor assembly would resolve the reported issue. The device was repaired by installing a new flow sensor assembly, restoring normal operation. The investigation concludes that no further action is required at this time. The complaint file will be reopened if additional information becomes available.